Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer's blood glucose was 7.4 mmol/l. The customer also reported the insulin pump alarmed no reservoir is present. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to alarms. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.